Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a dislodged grip pin at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the tip of prograsp forceps was broken. There was no report of patient involvement.

Manufacturer narrative:
Advanced failure analysis confirmed initial failure analysis findings. The instrument was found with a dislodged grip pin. It was noted that the pin appeared to have been fully swaged, but the swage likely broke off during use. As a result, the grips were not opening and closing properly. It was additionally observed the one of the grips was dislodged from its normal position on the force amp pulley. It is likely that upon the pin swage break, the force caused the grip to also get dislodged.

Event description:
Refer to h10/h11 for follow-up information.